Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the packaging of a minicap broke when squeezed. This issue occurred before use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Ten (10) samples were received for evaluation. A batch review was conducted and there were no deviations found related to the reported condition during the manufacture of this lot. A visual inspection was performed with the naked eye. The aluminum foil of each sample was intact. Functional testing was performed which included pressure testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.